Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3, h6: service and repair evaluation: the customer reported it was reported that on (B)(6) 2024, item's button glitches. It was discovered during inspection. The repair technician reported that the device run low in reverse condition, damaged vent, cracked contact plate, discolored wire, debris on internal components, rust on motor. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2024 and will be returned to the customer upon completion of the service and repair process. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: device history record (DHR) review conducted: part: 05.000.008. Synthes lot # 005860. Supplier lot # 005860. Release to warehouse date: 14 aug 2014. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.

Event description:
It was reported that on (B)(6) 2024, item's button glitches. It was discovered during inspection. There was no patient involvement.